Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. Troubleshooting was performed. The product will be returned for analysis.